Event description:
A falsely depressed troponin I result was obtained on a patient plasma sample. The result was reported to the physician who questioned the result. A repeat was run on the patient's serum sample from the same draw and a higher troponin I result was obtained. The plasma sample was run on an alternate instrument system and a higher result was obtained and reported.it is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result is unknown. The instrument is performing within specifications.no further evaluation of the device is required.